Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and encountered issues of hemostatic valve separation and air flowed back into the side port. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaky after a difficult transseptal puncture and placement of the sheath into the left atrium. Transseptal took approximately 20 minutes. After removing the dilator, it was noticed that blood was leaking through the hemostatic valve. Aspiration of the hub was not possible; air was entering the hub through the valve. There was no patient consequence reported. No damage/separation of the valve was observed. The sheath was replaced with a competitor¿s device ¿agilis sheath¿ and the procedure was resolved. Patient¿s hemodynamics was not compromised due to the issue experienced. No air entered the patient¿s body. No interventions were required. The physician performed normal aspiration as it was standard of care. Patient did not develop any neurological symptom since the procedure was completed. The device evaluation was completed on 6/28/2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a cool flow pump of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. The flow pump was tested and no issues were observed. No malfunctions were observed during the product analysis. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/18/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and encountered issues of hemostatic valve separation and air flowed back into the side port. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaky after a difficult transseptal puncture and placement of the sheath into the left atrium. Transseptal took approximately 20 minutes. After removing the dilator, it was noticed that blood was leaking through the hemostatic valve. Aspiration of the hub was not possible; air was entering the hub through the valve. There was no patient consequence reported. No damage/separation of the valve was observed. The sheath was replaced with a competitor¿s device ¿agilis sheath¿ and the procedure was resolved. Patient¿s hemodynamics was not compromised due to the issue experienced. No air entered the patient¿s body. No interventions were required. The physician performed normal aspiration as it was standard of care. Patient did not develop any neurological symptom since the procedure was completed. With the information available that no interventions were required, and that patient¿s hemodynamics was not compromised, this event was not assessed as a patient event but as MDR reportable for a product malfunction for ¿hemostatic valve-separation¿ and ¿air flows back into the side port¿. Although no damage or separation to the valve was noted, it was most likely that the backflow bleed occurred due to a malfunctioning/dislodged valve.